Event description:
Per report received from portugal, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. The esheath+ was prepared per IFU and nothing unusual was felt during the procedure. However, after removal of the device, it was observed that the distal tip of the sheath was torn. The patient did not suffer any injury.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Through extensive complaint investigations, events reporting distal tip failure on esheath+, with evidence of radial tip tearing, have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors. Improper tip expansion has also been shown to potentially lead to secondary complications/failures. The complaint for sheath distal tip torn was confirmed based on the evaluation of the provided imagery. The provided imagery was evaluated and revealed that the distal tip appears to be radially torn. Available information suggests procedural factors (improper tip expansion) likely contributed to the event. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.